Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink extension sets leaked; further described as "leaking at the luer lock hub that connects to the IV catheter system." This was observed during use of the product; however, patient involvement is not specified. The leak was not corrected by reseating the connection. A new extension set would be placed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h10 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, the reported condition could not be confirmed or refuted in the image in the photograph. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.